Event description:
It was reported that the programmer was producing an overheating error. The programmer has not been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis was not able to confirm the stated reason for return of an "overheat" error, the programmer passed testing with no failure found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.